Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleeding gastric ulcer during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the physician attempted to deploy the clip; however, it would not release from the delivery system. The clip released from the tissue but not the delivery system and was removed from the patient. Another resolution clip was used to complete the procedure. There was a slight delay in the procedure but no patient complications as a result of this event. The patient's condition was reported to be "fine" at the conclusion of the procedure.